Event description:
In january 2006, the co. Was notified that the pt's device was explanted due to an infection (etiology unk) the pt was implanted on the contralateral side with another advanced bionics cochlear implant.